Manufacturer narrative:
The company representative confirmed and replicated the reported event. It was found that the batteries were deemed non-conforming and were subsequently replaced to resolve the issue. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to the nonconforming batteries. It cannot be determined how these components became nonconforming. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console turned off on its own. The procedure details and patient impact have not been provided. Additional information has been requested but none received.